Manufacturer narrative:
It is believed that the reset was caused by the device's low battery due to over 256 max. Equivalent charges. The cause of the excessive charges could not be conclusively determined as the initially stored egms were over written. The device passed all functional testing. No anomalies were detected. The device met all specifications.

Event description:
Since 2008, patient was diagnosed with brugada syndrome. Six months later, patient had storm of shocks until the generator loss energy. The device could be interrogated, but nothing could be done. The device was replaced. The patient is reported to be in condition after the event.